Event description:
Additional information received indicated the infection was resolved and the patient had a replacement ipg implanted on (B)(6) 2018.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had an infection at the scs ipg site. Reportedly, upon examination the physician observed fluid coming out of the ipg site. Consequently, the ipg was removed. The patient was hospitalized and administered antibiotics.